Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle became stuck and could not be advanced or pushed causing a delay of more than 30 minutes during a therapeutic endoscopic ultrasound-guided hepaticogastronomy. The procedure was completed using an olympus backup device without any reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed: the guidewire could not be inserted. An actual product inspection revealed that the guidewire had become stuck due to the buckling of the needle tube. Based on the results of the investigation, it is likely the following led to the malfunction: the combination of this product and a guidewire made by another company was not approved. Due to manufacturing variations with the design values of the needle, the guidewire made by another company could not be inserted into the needle tube. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the therapeutic endoscopic ultrasound-guided hepaticogastronomy was performed under intravenous sedation inside a fluoroscopy room.